Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient was vomiting and hyperglycemic. The bg was 29.0 mmol/l and the cgm was 4.0 mmol/l. The patient contacted emergency medical services (ems) and was transported to the hospital via ambulance. He was admitted to the hospital with diabetic ketoacidosis. The hospital diabetes education specialist dietician stated that she reviewed the clarity data and found that two days before the patient was hospitalized, the cgm readings were unusually low. The patient received IV hydration after admission and morphine for abdominal pain due to ketosis on day 3 of the hospital stay. He was discharged to recover at home on (B)(6) 2021. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.